Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.